Event description:
End-user states opened the unit out of the box and tried to remove seat. End-user couldn't remove seat, so end-user put scooter on it's side, and the scooter fell on the end-user's leg.